Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patients mother is calling to let us know that the patient was taken to hospital with high blood glucose readings. Upon arrival at hospital at 0300hrs (B)(6) 2016 patients mother said the hospital measured the patients blood glucose reading as above 40mmol/l with ketone reading of 4.9. At time of call patient's ketone reading was 5.1. Patients mother is making the allegation against the pump not delivering insulin to patient causing him to be hospitalized. A request was made for the return of the device.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.